Event description:
It was reported that the customer had been hospitalized for high blood glucose levels. Customer was wearing insulin pump and was given insulin during hospitalization. Blood glucose level was 342 mg/dl at time of hospitalization. The customer stated they were attempting to rewind the insulin pump piston but cannot exit the process and the device is alarming. During troubleshooting, the customer was advised to disconnect and reconnect the infusion set from the reservoir. Customer verified infusion set and reservoir securely attached. Next, the customer was asked to manually push plunger on reservoir. Customer verified insulin exiting tubing. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin pump did not alarm and customer was advised the device was functioning properly. Nothing further reported.

Manufacturer narrative:
The insulin pump passed all functional testing, including the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump had normal operating currents and no unexpected low battery alarm was noted. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.